Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the nurses were unable to deflate the balloon and had to send the patient to the hospital "a few times" to get the catheter removed. The balloon was hard and it appeared that the solution inside had crystalized. It was unclear what the nurses used to inflate it, but the doctor who removed the catheter thought maybe normal saline had been used.